Event description:
Wrong vitals (bp) were being transmitted to emr. Spoke with philips, they had staff discharge old patient from monitor and cycle power, problem was then resolved. Manufacturer response for pt monitor, mp30 (per site reporter): service instructions - issue resolved.